Manufacturer narrative:
Additional information was received from the clinical study site indicating that the perforation was not related to the delivery catheter system (dcs).

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic heart valve the clinical study patient experienced a left femoral perforation from the valve's delivery catheter system (dcs). A covered stent was placed to resolve the perforation. It was reported that there were no patient complications, and the patient status was reported as recovered the same day.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Perforation is a known potential adverse event as listed in the instructions for use (IFU). From the available information, a conclusive cause could not be determined. Additional information has been requested; a supplemental report will be filed if additional information is received or the device is returned for analysis.

Manufacturer narrative:
The device was not returned for analysis. The investigation remains in progress. Upon completion, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.